Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 multifocal intraocular lens was explanted from the left eye of a female patient because the power was off for the patient. Reportedly, another zlb00 with different power was implanted and the vision was 20/20. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. As the serial number is unknown for this event, it is not possible to perform any manufacturing record evaluation or complaint history review. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR, section inadvertently was not populated but ¿required intervention¿ should have been entered. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.